Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported that a spike from back of patella sizer / peg drill fell off during surgery. Sales rep reported that this was on the size 5 side which was not required, and that the size 7 was used. Sales rep reported that there was no increase in operative time was incurred or adverse effects to patient.

Manufacturer narrative:
An event regarding fracture involving a scorpio patella drill template was reported. The event was confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: the fixation peg fractured near the plug weld connecting it to the plate component. Fracture initiated in fatigue around the outer diameter of the peg, with final fracture occurring in rapid overload. The eds spectra of the peg and plate materials were consistent with 17-4ph stainless steel alloys, and the plate hardness satisfied drawing requirements. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. The event is not patient-related. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the spike fractured in fatigue.

Event description:
The sales rep reported that a spike from back of patella sizer / peg drill fell off during surgery. Sales rep reported that this was on the size 5 side which was not required, and that the size 7 was used. Sales rep reported that there was no increase in operative time was incurred or adverse effects to patient.